Manufacturer narrative:
(B)(4). According to the reporter, the device will not be returned for evaluation (B)(4).

Event description:
According to the reporter: during a cardiovascular procedure, the surgeon fired the device to the lumbar artery. Then the malformed clip came off from the artery. Less than 500 cc of bleeding occurred. It was recovered by manual suturing. The surgical time was extended by more than thirty minutes. Currently, there is no problem with the patient.